Event description:
Boston scientific was notified that during a procedure the distal tip of the stabilizer broke off. No complications were reported to have occurred with the patient as a result of this event.